Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no pt or staff injury was reported.

Event description:
The customer reported that the system would not boot up. No pt injury reported.